Manufacturer narrative:
The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem. Fiber analysis: the fiber's metal cap was found to be detached; cap not returned. The glass gap was found to be broken, distal to the fiber/cap fusion zone. The broken tip is melted. The glass cap region shows burnt detritus. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fiber/cap conditions would result in forward firing. The most probable root cause of the device failure was suspected to be related to heat accumulation / user handling due anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 42,910 joules of use. The case was completed using a second fiber. No injury to patient reported.